Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient fell often and the last "bad fall" was reportedly 2 months prior to the report when the patient fell onto the backside. The reporter indicated that the patient had a shocking or jolting sensation. The jolting was in the lower back and buttock and was happening when stimulation was being turned up to threshold or when the patient lay down. Parasthesia was to be in the leg. The reporter also noted that the impedance readings were greater than 4000 ohms on some bipolar pairs as well as on all or some unipolar pairs. The patient was "very sensitive" so the test was initially done at 0.25v but the reporter re-ran the test at 0.75v and was able to produce normal impedance values. It was further reported that no malfunctions were seen and no cause of the event was determined. It was noted that the health care professional did not order any further testing and no interventions were taken or planned. The patient's "pain pattern" had changed and he required additional coverage than what the stimulator was originally put in for.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# n101105, implanted: (B)(6) 2007, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).